Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the peritoneal catheter was blocked.

Manufacturer narrative:
Patient age is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue had been resolved. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a ¿peritoneal complication.¿ no further information was provided.